Event description:
It was reported that this right ventricular (rv) lead was capped due to high impedances out of range and high pacing thresholds. The lead was successfully replaced. No additional adverse patient effects were reported.